Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem, f10 device codes and h6: device codes.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to no capture via the pacing system analyzer as the rv lead was anatomically in bad position. This rv lead was replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to other or non-product experienced. This rv lead was replaced with the same model. No additional adverse patient effects were reported.